Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 12/31/2007 however, the manufacturing site has provided the date as 2008 (year only provided). Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation reviews for this equipment were performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced corneal abrasions on the left eye (os) at 1 day post op exam. A brief description from the surgery center noted the left eye had a large corneal abrasion. The patient's chief complaint was of pain, blurry vision with a lot of tearing. The patient had experienced loss of best corrected visual acuity. In addition, the event is considered to be lasting and disabling, significantly interfering with daily activities. Pre-op; bcva from (B)(6)2017: right eye pre-op 20/20 .50 x -1.00 x 155, left eye pre-op 20/25 .50 x -1.75 x 5.